Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported lead damage could not be conclusively determined. (B)(4).

Event description:
During an elective ICD upgrade, the lv lead was repositioned several times due to high threshold. A good position could not be found, and another lv lead was used to complete the procedure. There were no consequences to the patient and the patient was well following the procedure.